Event description:
Customer reported to 3m that a male pt presented at the clinic with green discharge under the cast. Upon removal, the 3m scotchcast wet or dry cast padding was wet and there was blistering. In the process, the clinic staff cut off a patch of skin from his hand and a little came off from his forearm. Reportedly, the pt returned, and the skin on his hand and forearm had peeled. The pt was prescribed silvadene and referred to a plastic surgeon. There was no info provided regarding any further treatment. No other adverse pt effects were reported. If additional info is received, a follow-up report will be submitted.

Manufacturer narrative:
Pt info was not available.